Event description:
The target lesion was the left renal artery. There was mild calcification and vessel tortuosity. The rate of stenosis was 80%. Puncture was made from the left brachial artery. An aviator plus balloon catheter (424-5515w, r0808535, complaint product) was delivered for pre-dilatation. The balloon ruptured at 4atm during the inflation with an indeflator (20/30, abbott vascular). The balloon was removed from the patient body without difficulty. When the target lesion was observed under ivus (eagle eye, volcano), the calcified lesion was found at the entrance to renal artery. As the target lesion was dilated enough, a genesis stent was placed in the lesion and post-dilated with another product (details unk). The procedure was completed successfully without any other problems.

Manufacturer narrative:
The product is available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.